Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that no interventions were planned or undertaken and the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that high shock impedance measurements of 119 ohms was observed for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. When the programmed configuration was changed to rv to ra or rv to can, high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high out of range shock impedance measurements greater than 125 ohms continue to be observed. Boston scientific technical services (ts) discussed troubleshooting options.